Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. After the battery replacement electrode #4 had impedances >40000 ohms. The healthcare professional (hcp) tried repositioning twice into the ins with no correction. They programmed around #4 to get good pain relief. There was no concern with the high impedance. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported the cause of the high impedances was not determined. No further complications were reported.